Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavi procedure, a manta 18f ce was planned for closure. The physician encountered difficulty advancing the bypass tube through the hemostatic valve of the manta sheath. The entire manta system was removed, and a new device was opened and deployed without complication.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: "impossibility to assemble the bypass tube with the introducer (through the valve ). They resolved the issue using another device inserted in the same anatomical insertion site."